Event description:
Additional information received reported the cause was severe left side bradykinesia because of loss of efficacy in the right brain lead. A new lead was implanted.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that there was a revision of the right electrode in the right subthalamic nucleus (stn) due to a small therapeutic window, the electrode was quite close to the capsula interna right. The event had required hospitalization or prolongation of existing hospitalization. The outcome was resolved completely. The event was probably/certain to be related to surgery and stimulation and was unlikely/unrelated to system, medication, or pre-existing/underlying disease. Further follow up is being conducted for device information and to clarify whether a new lead was used or the lead was repositioned. If additional information is received a supplemental report will be submitted.